Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was rec'd. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed (B)(6), 2010.

Event description:
It was reported that pt underwent knee procedure in (B)(6) 2009. Pt underwent revision surgery on (B)(6), 2010 due to pain and marginal loosening of the tibial tray. No further complications have been reported.